Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that, during reprocessing, the scope tested positive for <10 colony forming units (cfus) of coagulase negative staphylococcus. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This report is being supplemented to provide correction and additional information based on the results of third-party testing, the device evaluation and the final investigation. The following is the result of culture test by the third-party labs, provided by the customer. Sampling date: (B)(6) 2025. Sampling from: brush/wash. Cfu:<10cfu. Bacterial identification: coagulase-negative staphylococci. The reported event was not confirmed as the scope was not microbiologically tested by olympus. Based on the results of the investigation the reported event could not be confirmed and a root cause could not be determined. Olympus will continue to monitor field performance for this device.